Event description:
Caller states that the expiration date, lot number nad catalog number are smeared and customer is unable to read the correct numbers. Requested return of suspect vial and rpelacement was sent.